Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports that reservoir compartment was shattered and breaking into pieces. Customer reports that damage may be due to dangling when getting ready. Customer's blood glucose was 89 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners, broken belt clip slot and broken reservoir tube lip.